Manufacturer narrative:
(B)(4). The covidien service engineer (se) verified the malfunction. The se inspected the device and replaced the oxygen sensor. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, an oxygen sensor will not calibrate while an 840 ventilator is in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.